Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis after the customer had lost her insulin pump. Customer's blood glucose was 540 mg/dl. Customer was not wearing the device for 36 hours. Customer will not be returning the device for analysis.